Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally it was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer¿s blood glucose value ranged from 120-130 mg/dl. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an tandem-provided wall adapter. The customer continued to use the pump for insulin therapy.